Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a pertrochanteric femoral fracture. In the last stage of the usage of cable, the surgeon tried to cut the loose end of the cable by the cable cutter (large). The surgeon complained he could not close the cutting jaws and discovered the hinge screw was gone. The sales rep requested the surgeon to use the cable cutter (small). After the operation, the hinge screw was found on the floor. The surgeon questioned the inspection of the instruments before the delivery. Article and fallen out screw received was received on (B)(4) 2013. Manufacturing date, july 22,2010-32 pieces. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation has shown that the connecting screw between handle and cutting blade has loosened. Reviewing the manufacturing- and material document shows no deviation to the specification. This article was manufactured in july 2010 to our specifications. Over the time of three years use it is possible that the screw got loose. No product fault could be detected.